Event description:
It was reported that the gastrointestinal videoscope had communication failure b30 (scope communication error) and snow on the screen. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure of b30 (scope communication error) and snow on the screen was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image, e216 (scope communication error) and foreign material on the light guide cover lens. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the b30 (scope communication error) and snow on the screen could not be determined. Based on the results of the investigation, the probable root cause of no image and e216 (scope communication error) was a damaged plug unit. Based on the results of the investigation, olympus confirmed the device had foreign material, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.